Manufacturer narrative:
The manufacturer previously reported a service required code found in a ventilators downloaded event log during service and the sensor board was replaced to address the issue. B.3 was omitted on the first report. The date should be (B)(6) 2021 and is reflected in this report.

Event description:
During a check-out procedure at the manufacturer's service center, a "service required" alarm condition occurred related to "low circuit leak". The device was not in patient use. The device's sensor board was replaced to address the issue.